Event description:
It was reported that a guide wire tip detachment occurred. A 300cm v-14¿ controlwire® was advanced with a coyote balloon catheter to cross the heavily calcified right peroneal artery. However, the tip of the v-14 folded over and entered the subintimal space of the vessel. When the physician attempted to remove the guidewire, the device was stuck and the tip detached. The tip remains embedded in the subintimal space. The procedure was not completed. The physician does not expect any complications as a result of the tip fragment. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the distal tip kinked and partially detached, exposing the corewire tip, approximately 1.4cm. No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. A 300cm v-14 controlwire was advanced with a coyote balloon catheter to cross the heavily calcified right peroneal artery. However, the tip of the v-14 folded over and entered the subintimal space of the vessel. When the physician attempted to remove the guidewire, the device was stuck and the tip detached. The tip remains embedded in the subintimal space. The procedure was not completed. The physician does not expect any complications as a result of the tip fragment. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).